Event description:
It was reported that the device would intermittently lock up after powering on or fail to power off at other times. There was no pt involvement associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio is in the process of investigating the failure/repairing the device and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.